Event description:
During a transfemoral pulmonic valve replacement, due to a tortuous bend from the right ventricle into the pulmonary trunk, the delivery system was not able to be advanced. Multiple techniques were used to get the system to advance, but were unsuccessful. Eventually the delivery system became kinked due to the pressure from the bend in the anatomy. The physicians discussed their options to take out both the sheath/valve together or to deploy in the ivc. They determined it would be better to deploy in the ivc than lose access due to the size of the sheath. The system was pulled back into the ivc were the valve was deployed below the renal veins. The physician then attempted to get a 22mm melody valve into the pulmonary trunk, but was not able to get the system to advance due to the tortuosity either. The ij was then prepped and a 22mm melody was advanced and deployed in good position. The patient remained stable throughout the procedure. The difficulty advancing both delivery systems was attributed to the tortuousity of the patient¿s anatomy from the right ventricle into the pulmonary artery and the patient¿s small body habitus.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded; however, there was no report of device malfunction. At this time the sapien xt is not indicated for use in the pulmonic position, therefore the IFU and training manuals do not provide instructions on the use of the device in this scenario. However, in this case, per report, the difficulty encountered was attributed to difficult patient anatomy. There was no allegation or evidence of a device malfunction or adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.